Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01379. This report is being submitted as additional information. The referenced report of pump exchange on (B)(6) 2018 is covered under medwatch MFR report #2916596-2018-00188. Approximate age of device ¿ 68 days. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported elevated ldh could not conclusively be established through this evaluation. The patient remains ongoing on (B)(4). Product is not available for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that post pump exchange on (B)(6) 2018, there was concern that the patient was hemolyzing again as lactate dehydrogenase (ldh) was elevated slightly above baseline. Patient was asymptomatic and has no abnormal pump parameters. The outflow graft and inflow graft from original implant remain implanted. On (B)(6) 2018, it was reported that patient was admitted with an ldh at 1300 u/l and inr at 3.2. The patient was started on a high dose heparin infusion. On (B)(6) 2018, it was reported that no additional testing was done. Aspirin was stopped. The patient was on plavix and coumadin. The patient was also on 0.5 milrinone infusion for right ventricular dysfunction that worsened post exchange. The patient was discharged home with home health on (B)(6) 2018 with ldh at 500 u/l. No additional information was provided.